Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose level and insulin pump received motor error alarm during basal. Customer¿s blood glucose level was 481 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alarms. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was unable to complete insulin pump rewind due to pump error alarm. Customer was declined for troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.